Event description:
G2 filter was placed prophylactically prior to gastric bypass surgery. The patient returned for a planned retrieval of the filter two months after implant. The filter was straight upon deployment as seen on the post cavagram. The CT venogram on the day of the retrieval showed that the filter had a severe lateral tilt, with the apex outside of the cava wall (extra luminal). No extravasation was noted. The physician made several attempts with a super stiff wire, snare, and catheter to get the apex out of and off the wall of the cava with no sucess. The filter was left in the patient as permanent device.